Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bladder of a large volume folfusor ruptured, and the product did not fill the inner balloon. This occurred during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the device contained glucose 5% solution. H4: the lot was manufactured between july 5, 2023 - july 7, 2023. H11: the actual device was received for evaluation. Visual inspection on the unit noted fluid inside the housing and a detached transparent film-wrap. No evidence of a ruptured bladder was observed. The reported condition was verified. The cause was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.